Event description:
No additional information on reported event.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown , unknown-unknown cup-unknown, unknown-unknown taperloc stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01186. Remains implanted.

Event description:
It was reported that the patient is experiencing progressive pain, elevated metal ion levels, and sudden fatigue 12 years post implantation. No revision surgery has been scheduled. Attempts have been made and additional information on the reported event is unavailable at this time.